Manufacturer narrative:
A bec field service engineer (fse) configured the tubing in the liquid tray and replaced the fill and drain tube assembly.fse replaced all the peristaltic pumps.the root cause of the stain leak is due to worn out tubing inside the peristaltic pump.(B)(4).

Event description:
A customer contacted beckman coulter inc (bec) call center to report a stain leak in the catch tray of their lh750 slidestainer. The operator was wearing appropriate personal protective equipment (coat, gloves, and eye protection) when the leak was discovered. No injuries, medical attention or exposure to skin, open wounds or mucous membranes was reported. No death, injury or change to patient treatment associated with this cf.